Event description:
Customer reported aviva system blood glucose results are 30 mg/dl higher than results within 10 minutes on professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.